Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to high left ventricular (lv) lead thresholds. The device was subsequently explanted and replaced. The lv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.